Manufacturer narrative:
Section d5, d10, h1, h3: correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller producing a burning smell was not confirmed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. The controller operated a mock loop for extended periods of time, and a burning smell / hot temperatures from the controller were not observed. The provided log file, as well as a log file extracted from the controller, were reviewed; however, the data contained no atypical events. The pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was unable to be conclusively determined through this analysis. Although the reported event was unable to be confirmed, similar incidents of the hmii system controller¿s temperature rising to an uncomfortable level, which may produce a burning smell, have been identified and are being addressed via a corrective action. The heartmate ii patient handbook (rev. G, section 2 ¿how your heart pump works¿) and heartmate ii instructions for use (IFU) (rev. H, section 2 ¿system operations¿) both contain a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The heartmate ii patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage and wear, including their system controller. Users are recommended to exchange any equipment that appears damaged or worn. The heartmate ii IFU (rev. H, section 2 ¿system operations¿) lists acceptable temperature ranges for all equipment, including the system controller. Section 8 ¿equipment storage and care¿ in the IFU also lists acceptable temperature ranges for storing all equipment, including the system controller. Both the IFU and patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 30jan2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient noticed a burning smell coming from the pocket controller. The patient stated the smell started yesterday and occurs off and on throughout the day. The equipment appears intact without noticeable damage or visible wires. Device interrogation was unremarkable. The controller was exchanged in clinic by the vad coordinator. Log file analysis noted routine power cable disconnects associated with power source changed. No abnormal alarms or events were recorded in the file. No further information was reported